Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused antibiotic during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 03/03/2025 (not 03/04/2025 as initially reported). Should additional relevant information become available, a supplemental report will be submitted.